Event description:
It was reported to baxter that the luer lock of one (1) ce intermate sv 100 had broken off before patient use. According to the customer, the luer lock is broken and not the tubing. The customer stated the device filled with cubicin was shipped to the patient. The customer stated that the facility drove another dose to the patient within a couple hours and the patient's treatment was completed without further incident. The defective device was not connected to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "broken luer lock" was visually confirmed. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.